Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hypoglycemia after eating dinner while using the ilet system, with no alerts or alarms reported and the cause unclear. Symptoms included insufficiently characterized clinical effects. Outcomes included an undetermined impact due to limited information. Investigation included attempts at communication and interviews, as well as analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with no specific medical device problem or device component identified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.